Event description:
During electrophysiology study, transseptal puncture, went trans-septal with bovie. Lot lead ii, all leads greatly diminished amplitude. Heart rate (hr) went to zero to monitor but was normal sinus rhythm (nsr) as confirmed on backup hemodynamics anesthesia monitor.